Event description:
The customer reported that a patient with a low hematocrit of 15% was undergoing a therapeutic plasma exchange (tpe). The patient received several units of blood before the procedure and blood prime was not performed. The customer stated that 30 minutes into the procedure, plasma was not yet being exchanged. The operator could not see an interface in the channel, and she was not able to change the inlet flow rate. The customer decided to perform rinse back, and the patient was taken off of the machine. The patient later expired. Patient identifier, age and weight are not available at this time. The disposable set is not available for return for analysis because the customer discarded it. This report is being filed due to a patient death, though at this time it is not alleged or suspected that the device contributed to the death.

Manufacturer narrative:
Investigation: the machine requires a certain hematocrit to set up the interface, and the patient's hematocrit was too low to accomplish this. It was suggested to the customer at the time of the initial call to contact the physician about giving the patient more blood or doing a blood prime, which would allow them to set up the interface without taking out as much of the patient's blood. Investigation evaluation and corrective actions are in process. A follow-up report will be provided

Manufacturer narrative:
Investigation: the disposable set was unavailable for return and analysis. A service call was placed on the device. All functions passed successfully during the device autotest and a saline run was performed and verified the proper operation of the spectra optia. Later in the day after the tpe procedure was ended and the patient was off the machine, the patient experienced an oxygen saturation of 93 on a 6l nasal cannula. The patient was desaturated to the 80s and placed on a non-rebreather. The patient then became unresponsive,and progressed to asystole. CPR was initiated and the patient was intubated. The patient repeatedly went into cardiac arrest despite the CPR. The family then made the patient a dnr. The customer stated that this patient died due to their disease state and that the tpe procedure was not involved in this death. Root cause: based on the evaluation of the device and the customer's evaluation of the patient, the cause of death was due to the patient's disease state. The cause of the initial performance issue was the low hematocrit of the patient, which prevented the device from establishing an interface in the channel. The device is designed to require a minimum hematocrit for the procedure and therefore inherently prevents procedures with low hematocrits from being able to be performed.

Event description:
Per the customer, the patient's weight was not available.